Manufacturer narrative:
The device evaluation results confirmed pressure sensor interruption errors occurred. According to the trend review, one previous case caused a serious injury. Thus, a report is required.

Event description:
Our karl storz on-site specialist at the facility reported that customer's endoflator 50 unit shut off in middle of lap chole case. He swapped out the endoflator 50 unit for another one, and they were able to complete the procedure. No patient harm was reported